Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: dec 17, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection revealed that the lens was cut into three pieces. No further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a zfr00v model lens. The complaint issue "instability of device after implantation" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was found to be dislocated in the patient's eye so the lens was exchanged and replaced. Additional information indicated that there was capsule tear due to the dislocation. The patient outcome was 1.0 for far vision. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.